Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has had unexplained low blood glucose of 49 mg/dl. The customer had 187 mg/dl blood glucose at the time of the call. The customer indicated that his settings were recently changed at a diabetes center and medical office. Troubleshooting found that the basal rates were changed and the customer did not know why. It was also found that the customer has no delivery alarms in the pump history. Customer was advised to monitor the pump and call back if additional issues arise.